Event description:
It is alleged that "on (B)(6) 2009 patient was provided a cook celect ivc filter at (B)(6). On (B)(6) 2011 while patient was having the filter removed, "it was noted that three legs of the filter had fractured and were broken off from the main body of the filter. The filter removal failed due to the complications, and the filter, along with the three fractures pieces are still implanted within the patient. Further removal procedures were not recommended. Patient outcome: the filter and pieces remains in patient.

Manufacturer narrative:
(B)(4). The filter implant period is unknown, and no device imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is impossible to comment on the alleged filter fracture approximately 26 months after filter placement. Rpn and lot number wer not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Monitoring of similar reports will continue.